Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was not identified. Should additional relevant information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as,(B)(4).

Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with vancomycin intraperitoneal injection (ip) (dose, frequency, and route unknown) for peritonitis. The patient recovered from the event.